Event description:
The reporter stated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) in 2004. The lens was explanted in 2008, due to inadequate vaulting. The lens was exchanged for a longer lens.

Manufacturer narrative:
Secondary surgery, inadequate.